Event description:
On (B)(6)2024 it was reported by a sales representative via (B)(4) that an ar-9592-2810 28 mm baseplate 10° full augment sizer broke. This was discovered during the case with no patient harm. Additional information was provided that this was discovered during an rtsa and all fragments were retrieved.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex concluded that the most likely cause for the reported failure can be attributed to user error, including applying excessive force during use. The complaint allegation was not confirmed, and no evidence of the failure was received.